Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the tubing broke off while the nurse was getting ready to push the 5fu bolus, resulting in leakage. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging identifying the reported lot number was returned for evaluation. In addition a photograph of the sample was also provided. Visual examination of the sample noted that the distal back check valve was broken off at the luer, the other part of the set that includes the caresite was not included. The provided photograph displays the same defect on the sample. Based on the evaluation of the sample and photograph the reported defect is confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.